Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the bradycardic patient presented in the emergency room near syncope. Upon review, the patient's right ventricular lead exhibited a loss of capture. The patient's lead was reprogrammed. The patient was stable.